Event description:
The manufacturer received information alleging that the simplygo mini device would not charge. There was no death, serious harm or injury were reported, and no medical intervention was provided. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found that the device had a burnt pca (printed circuit assembly). Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.